Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was an issue with iop (intraocular pressure) control during surgery. The patient's eye collapsed during a vitrectomy procedure and re-occurred during fluid air exchange. The procedure was completed.

Manufacturer narrative:
The company service representative examined the system and no problems were found. Unrelated to the event the air hose connector was replaced due to an air leak noted when it was moved. Additionally, unrelated to the event the viscous fluid control (vfc) volume was adjusted and the light probe adaptor was moved. The system was then tested and was found to have met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).